Manufacturer narrative:
Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: one device was received with the spring tip fractured. The visual and tactile inspection noted that the core wire is fractured at 328.5cm approx. From the proximal end. The outer diameter measurements are within the specifications. The fractured spring tip was not returned. The fractured section was sent to (B)(4) lab for fracture analysis. Fracture occurred due to a torsion overload. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 26mm long, 100% stenosed de novo lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). A non bsc guide wire was advanced to the lesion, and a 2.0 x 15mm non-bsc balloon was used to predilate the lesion, however, the lesion was not dilated well. The physician exchanged to a floppy rotawire guide wire. The lesion was ablated with a 1.5mm rotalink plus burr for 5 runs at 12 seconds each at a speed of 180,000rpms. When the physician removed the rotawire guide wire from the patient, the physician noted that the distal portion of the guide wire had detached and remained in the distal portion of the lad. No attempt was made to retrieve the guide wire fragment, and the physician feels that the guide wire fragment is secure. The mid lad was then dilated with a 2.0x15mm non-bsc balloon, and the proximal lad was dilated with a different 2.0x15mm non-bsc balloon. Two promus stents, 2.5x28mm and 3.0x28mm, were implanted in the proximal and mid lad. Post ivus was performed. No further patient complications were reported, and patient status is stable.

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 26mm long, 100% stenosed de novo lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). A non bsc guide wire was advanced to the lesion, and a 2.0 x 15mm non-bsc balloon was used to predilate the lesion, however the lesion was not dilated well. The physician exchanged to a floppy rotawire guide wire. The lesion was ablated with a 1.5mm rotalink plus burr for 5 runs at 12 seconds each at a speed of 180,000rpms. When the physician removed the rotawire guide wire from the patient, the physician noted that the distal portion of the guide wire had detached and remained in the distal portion of the lad. No attempt was made to retrieve the guide wire fragment, and the physician feels that the guide wire fragment is secure. The mid lad was then dilated with a 2.0x15mm non-bsc balloon, and the proximal lad was dilated with a different 2.0x15mm non-bsc balloon. Two promus stents, 2.5x28mm and 3.0x28mm, were implanted in the proximal and mid lad. Post ivus was performed. No further patient complications were reported, and patient status is stable.